Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 05/06/2020. The customer reported an I-stat ctni result that was considered discrepant from both a subsequent I-stat result and the laboratory instrument result. The customer did not disclose the associated cartridge lot or a specific time frame during which the discrepant result was observed. No relevant issues were identified through a review of quality system information. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 0.05 ng/ml based on the hospital cut-off of 0.02 ng/ml. Repeated resulting in 0.01 on I-stat which was negative on a patient. There was no patient information provided at the time of this report. (B)(6). Cartridge lot information was not provided. Test and collection times not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available and the facility cut-off. The I-stat results are both negative per I-stat reference ranges. There is no evidence that the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: (B)(4). Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).